Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device was suddenly affected.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Reportedly, the hearing performance with the device was suddenly affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, a device investigation of the explanted device is necessary to determine an exact root cause of failure. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the hearing performance with the device was suddenly affected.